Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt complaint of increased pain while the stimulation is on. The pt stated she stated to fall due to the increased pain on her right low back and right thigh. The pt consulted with her physician and x-rays were taken, it was found the quattrode lead had migrated. The next course of action has not been determined.